Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm during the battery testing in the standard functional test step 9.15, this alarm would have interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 ((B)(4)) and 2m8064 ((B)(4)) in the u.s. Region as of (B)(4) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
The condition of low battery alarm was confirmed through evaluation and was found to be due to a depleted main battery. The main battery was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).